Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer was using humalog u-200. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level ranged from 108-180 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.